Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon reported that he had issues about three months ago, but he missed to complaint this at that time: intraoperatively the hole eliminator slipped through the cup´s hole. It did not stop like it should. Surgeon was able to screw the hole eliminator back to the correct level. It was left there as it was not possible to remove it and to replace it.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A search of the depuy nonconformance (nc) quality system could not be completed as the lot number was not known. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: quality documents could not be reviewed and a search of the depuy nonconformance (nc) quality system could not be completed as the lot number was not known.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A search of the depuy nonconformance (nc) quality system could not be completed, as the lot number was not known. The information received, will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary. Device history lot: quality documents could not be reviewed. And a search of the depuy nonconformance (nc) quality system could not be completed, as the lot number was not known.